Event description:
It was reported that charging cable and wall adapter were damaged and pump stopped charging, which led to pump shutdown and inability to turn pump back on. There was no adverse impact to the customer¿s blood glucose level. Customer tried different wall adapters and charging cables without success, then planned to use multiple daily injections as backup therapy while tandem technical support arranged replacement charging supplies and sent replacement pump.